Event description:
Same event as manufacturer number 6000089-2006-01437 and 6000089-2006-01438. It was reported that 98 days after a coronary artery drug eluting stenting treatment procedure a thrombosis occurred. A pt had lesions located mid-right coronary artery (rca), the proximal 1st diagonal and the mid-left anterior descending (lad) artery. The lad was normally developed with a severe type-c lesion at the bifurcation with a large diagonal vessel. There had been a prior stent placed in the middle segment, without restenosis. The rca was well developed and 90% stenosed with timi (thrombolysis in myocardial infarction) flow 3. The lesion in the mid-rca was crossed using a jr6 6 french guide catheter with a whisper guide wire. The lesion was pre-dilated with a 2.50x20.0mm mercury balloon and then a taxus liberte 2.75x24.0mm drug eluting stent was implanted at 16 atms. There were good initial angiographic results with a timi flow 3 and 0% residual stenosis. The lesion in the proximal 1 st diagonal branch was crossed using an ebu4 8 french guide catheter with pt 2 guide wire. The lesion was pre-dilated with a 2.0x20.0mm maverick balloon at 12 atms and then a 2.75x24.0mm taxus liberte stent was implanted at 14 atms. There were good initial angiographic results. The lesion in the mid-lad was crossed using an ebu4 8 french guide catheter and a whisper guide wire. The lesion was pre-dilated using a 2.50x20.0mm maverick balloon at 12 atms and then a taxus liberte 2.75x28.0mm stent was implanted and post-dilated at 16 atms. There were good angiographic results. There were no pt complications after the initial coronary artery drug eluting stenting treatment procedure. The pt was to maintain a double anti-platelet treatment with plavix/clopidogrel and asa for at least nine months. Approximately three months after the initial procedure, the pt was instructed to discontinue plavix therapy due to an unspecified upcoming surgery. The pt experienced a myocardial infarction 98 days after the initial procedure and thrombosis was confirmed using angiography. The pt's clinical status was reported as okay. Information regarding the treatment of the thrombosis has been requested and will be included in a supplement when received.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. Should further relevant information become available; a supplemental medwatch report will be filed.